Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient went to the doctors due to a large abscess that required an incision and drainage. No further information was mentioned regarding the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.